Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex coronary artery. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, while trying to cross the lesion, the proximal shaft of the stent broke due to severe calcification. The device was removed in one piece and complete the procedure with another of same device. There was no patient complications reported.

Manufacturer narrative:
Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Device technical analysis: synergy xd mr ous 3.00 x 38mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. Visual and tactile inspection identified a break along the hypotube shaft, 45.5cm distal to the distal end of the strain relief. Multiple kinks were also noted along the hypotube shaft. No kinks or damages noted on the shaft polymer extrusion profile. A microscopic analysis identified stent struts were lifted at the distal end. No signs of movement, stent was set between the proximal and distal markerbands. A microscopic analysis on the balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. Labeling review: there is no evidence that the device was used in a manner inconsistent with the instructions for use (IFU). Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. Device analysis confirmed the reported allegation with a break identified along the hypotube shaft. It was noted that the proximal shaft of the stent broke due to severe calcification. Anatomical factors contributed to the reported event. Interactions with the lesion anatomy likely contributed to the unreported stent damage.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex coronary artery. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, while trying to cross the lesion, the proximal shaft of the stent broke due to severe calcification. The device was removed in one piece and complete the procedure with another of same device. There was no patient complications reported.